Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was taken to emergency room due to high blood glucose and diabetic ketoacidosis on an unknown date with blood glucose of 761 mg/dl. The customer reported that she took the sensor off and then tried getting back to sensor however it was not recognizing and the customer had high blood glucose level because the insulin pump was not working properly. The insulin pump will not be returned for analysis.